Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the or, drained the hematoma, and closed.